Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received stating the pt's mother observed a leak in the device cuff after 24 hours of use. No incident related medical sequela was reported.